Event description:
Information was received from the patient and healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal morphine 0.5 mg/ml at 0.12509 mg via an implantable pump. It was reported that the patient had discomfort of pump resting on hip. The patient was getting great relief with the pump of her chronic pain. Environmental/external/patient factors that might have led or contributed to the issue included positioning of pump at implant. It was reported that a pocket revision was completed- moved pump up 2 inches so not on hip bone anymore. The patient's pump was sitting on iliac crest, the doctor moved pump 2 inches up to avoid iliac crest. It was reported that the issue resolved at the time of this report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.